Event description:
It was reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found problems with the hard drive and one of the power supplies, but no conclusion can be drawn as repair information is not available.